Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Information requested: what is the customer¿s experience with the device? Confirm product ace not ace+? What heat management technique used? What structures were taken with the device? Was the thermal injury noticed inter-operatively? What was done to address burn inter-operatively? What is the patient¿s current status?

Event description:
It was reported that during a lap appendectomy the patient suffered a burn to the cecum. The rep did not know how the procedure was completed and the patient was admitted to the hospital for additional observation.